Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. Pd therapy was discontinued during the treatment. The cause, hospitalization, treatment and patient outcome were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The event occurred on an unreported date in in oct2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.